Manufacturer narrative:
A visual review was conducted of the returned tibial plate and articular surface. The tibial plate has bone cement attached on the keel and the bottom of the plate in the medial anterior quadrant. The lateral side has no cement but shows gouging, experienced likely from when it was removed. The proximal side (contact surface to the articular surface) of the tibial plate shows signs of third body wear. On the articular surface both the distal and proximal contact surfaces exhibit third body wear. It is unknown at this time what caused the third body wear to these devices. The device history records for the tibial plate and the articular surface were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. A review of the surgical notes for the original tka finds that the surgeon found serous fluid when opening the knee joint. He noted the knee joint had completely separated with loss of cartilage around the patellofemoral joint. After the bone cuts were made, the surgeon placed the trials and experienced a stress-free run in the full range of motion. Excess cement and debris were removed and the knee closed. No surgical anomalies noted. Revision surgical notes state the patient was brought in for tibial loosening and nickel allergy. These notes state that the femoral implant showed no signs of loosening; therefore it was not revised. The tibial plate had sunken (subluxed) dorsally. Therefore the tibial plate and associated articular surface were removed. Compatibility of the components has been reviewed with no issues found. A definitive root cause for the stated concern cannot be determined with the information provided.

Event description:
It is now reported that the patient was revised due to loosening and nickel allergy.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to tibial loosening.